Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.